Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. During the device analysis, needle deployment and suture retrieval were successful. Both cuffs successfully captured the needles. The reported usual resistance was not felt when opening the anchors was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent information received: the usual resistance was not felt when opening the "anchors." The system was closed, the device was removed from the patient anatomy and a new device was used. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.